Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the explanted catheter was discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (10 mg/ml at 1 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient experienced¿increased pain and withdrawal symptoms (specific symptoms unknown). The date of the event was unknown.¿¿a catheter access study was performed in physicians clinic on an unknown date and there was no return of cerebrospinal fluid (csf).¿¿per physician, the patient had a negative catheter access study. It was indicated that the patient was having a stimulator device implanted today ((B)(6) 2021), so the physician opted to perform a catheter revision at the same time.¿the physician removed 27 cm of the old pump segment of catheter and replaced using model 8784 kit. He also replaced with the exact same length so there were no changes in catheter length/volume.¿¿the catheter was successfully aspirated.¿¿the issue was resolved.¿ environmental/external/patient factors that may have led or contributed to the issue was indicated as having been not applicable.¿¿the patient was without injury regarding their status as of (B)(6) 2021.¿ the patient's weight and medical history were unknown.